Manufacturer narrative:
Bradycardia/major bleed: the root cause of the injury was not determined due to insufficient clinical details.

Event description:
A 67-year-old caucasian male presented to the emergency department on october 9 with persistent shortness of breath despite recent treatment for pneumonia with multiple courses of antibiotics. He was noted to have worsening edema, abdominal distention, and oxygen desaturation into the 80s during ambulation. On october 10, echocardiography showed a dilated left ventricle measuring 6.5 centimeters, a left ventricular ejection fraction of less than 10%, moderate mitral regurgitation, and a dilated inferior vena cava. During his hospitalization patient experienced multiple episodes of cardiac arrest with rosc. Due to cardiogenic shock, he was taken to the cardiac catheterization laboratory on october 15 for impella placement. Coronary angiography revealed significant disease including 90% proximal stenosis of the left anterior descending artery, severe disease in the diagonal branch, and 80% stenosis of the first obtuse marginal branch. The patient was transferred for venoarterial extracorporeal membrane oxygenation with plans to bridge to an impella 5.5 device. On october 21, he underwent percutaneous coronary intervention with his cp in place. On october 22, he developed a gastrointestinal bleed, became bradycardic, and required placement of a temporary pacemaker. On october 25, he was upgraded to an impella 5.5 device. Later that day, care was withdrawn due to presumed disseminated intravascular coagulation and the determination that further treatment was futile. Death will be conservatively reported on impella cp.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
D4, UDI, has been corrected. The root cause of the bradycardia and major bleed was not determined due to insufficient clinical details. The pump passed all post sterile inspection checks.

Manufacturer narrative:
Corrected information was provided in d1 (brand name) and d4 (catalog, serial). H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The root cause of the injury was not determined due to insufficient clinical details.